Manufacturer narrative:
Filing a correction for field describe event or problem filing a correction for field describe event or problem and additional MFR narrative the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range shock lead impedance measurements measuring greater than 200 ohms. Then it would return to baseline average. No evidence of noise was seen in the recorded electrogram (egm)s however, they could create noise when the pocket was manipulated. Technical services discussed possible causes and recommended troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient with this implantable cardioverter defibrillator (ICD) system received previous therapy and high implant defibrillations thresholds, so it was decided that a single coil configuration would not be appropriate. Ultimately, the physician decided to change the device out as it appears there was a connection issue with the device. The rv lead was determined to be stable and able to be reused. The device was explanted and replaced successfully, and device testing remained within normal parameters.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range shock lead impedance measurements measuring, greater than 200 ohms. Then it would return to baseline average. No evidence of noise was seen however, impedances were able to be re-created with pocket manipulation. Technical services discussed possible causes and recommended troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range shock lead impedance measurements measuring, greater than 200 ohms. Then it would return to baseline average. No evidence of noise was seen however, impedances were able to be re-created with pocket manipulation. Technical services discussed possible causes and recommended troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system received previous therapy and high implant defibrillations thresholds, so it was decided that a single coil configuration would not be appropriate. Ultimately, the physician decided to change the device out as it appears there was a connection issue with the device. The rv lead was determined to be stable and able to be reused. The device was explanted and replaced successfully and device testing remained within normal parameters.

Manufacturer narrative:
Filing a correction for field b5 describe event or problem and h11: additional MFR narrative the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range shock lead impedance measurements measuring, greater than 200 ohms. Then it would return to baseline average. No evidence of noise was seen however, impedances were able to be re-created with pocket manipulation. Technical services discussed possible causes and recommended troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient with this implantable cardioverter defibrillator (ICD) system received previous therapy and high implant defibrillations thresholds, so it was decided that a single coil configuration would not be appropriate. Ultimately, the physician decided to change the device out as it appears there was a connection issue with the device. The rv lead was determined to be stable and able to be reused. The device was explanted and replaced successfully, and device testing remained within normal parameters.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range shock lead impedance measurements measuring, greater than 200 ohms. Then it would return to baseline average. No evidence of noise was seen however, impedances were able to be re-created with pocket manipulation. Technical services discussed possible causes and recommended troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system received previous therapy and high implant defibrillations thresholds, so it was decided that a single coil configuration would not be appropriate. Ultimately, the physician decided to change the device out as it appears there was a connection issue with the device. The rv lead was determined to be stable and able to be reused. The device was explanted and replaced successfully and device testing remained within normal parameters.